Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a cracked tank cover. The reported issue was confirmed during functional testing when water leaked from the device. The leakage was traced to the cracks in the tank cover. However, the investigation could not identify a root cause for the observed condition. The warmer tank cover and gasket and needle warning were replaced and preventative maintenance was performed. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history confirmed this device has not been in for service previously.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was water leaking from the reservoir. Patient involvement unknown.

Manufacturer narrative:
Other, other text: a1, b3, b5 and h6 - updated.

Event description:
Additional information received: the event happened prior to use on (B)(6)2023. No patient harm or injury.